Event description:
As reported, approximately 9 months post of initial left tsa, this (B)(6) patient was revised due to the tray dislocating from the stem and was ¿floating¿ inside the joint space. The +5 tray, poly and torque screw worked its way lose insitu. Patient was last known to be in stable condition following the event. Devices to be returned.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): 320-15-01, (B)(4), eq rev glenoid plate. 320-01-42, (B)(4), equinoxe reverse 42mm glenosphere. 300-01-13, (B)(4), equinoxe, humeral stem primary. Press fit 13mm. 320-15-05, (B)(4), eq rev locking screw. 320-20-00, (B)(4), eq reverse torque defining screw kit. 320-42-03, (B)(4). Equinoxe reverse 42mm humeral liner +2.5.

Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of not resecting enough humeral bone or countersinking the humeral stem during implantation, which prevented the humeral tray from fully seating in the humeral stem due to contact between the inferior portion of the humeral tray and the humeral bone. Incomplete seating of the humeral tray in the humeral stem may have allowed the torque defining screw to slowly back out overtime and subsequently led to disassociation of the humeral tray from the humeral stem. Section h11: *the following sections have corrected information: (d4) catalog number: 320-20-00, serial number: (B)(6), expiration date: 09-aug-2025, unique identifier (UDI) #: (B)(4). (H4) device manufacture date: 11-aug-2020. (H6) medical device problem code: 2923 (device dislodged or dislocated), 568 (screw).